Event description:
The event took place during an iliac crest biopsy procedure. When the surgeon tried to remove the stylet, the plastic handle came off. The needle had to be pulled out with the aide of a forceps. This was reported as near incident according to the european complaint handling procedure. The hosp also reported that they had problems with other units of this batch. When removing the stylet the surgeon noticed that the handle of this unit was loose and not properly connected to the stylet.